Event description:
Cto of rca mid to distal. After awe with corsair pro (prowater to cap, fielder xt, mongo, gaia, crossed lesion) swapped back to workhorse wire (prowater). Tip of prowater caught very tiny distal branch and was trapper for a second. Physician retracted wire and the wire began to unravel. Physician was able to remove trap most of the fragment with microcatheter and remove wire and some wire gragment. Confirmed with invus and oct that there was not a wire fragment in main vessel, only small amount in tiny branch visual by angiography. Oct confirmed main rca/pda were find and we finished the case by stenting over new prowater wire. Patient was fine. Cto opened.